Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted:(B)(6) 2024 explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2024. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial #: (B)(6) , ubd: 08-feb-2028, UDI#: (B)(4). Product ID: 977a260, serial #: (B)(6), ubd: 02-feb-2028, UDI#: (B)(4). G2: the country of origin is japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was triali ng a wireless external neurostimulator (wens). It was reported that two leads were inserted into the epidural space and connected to wens in order to conduct the test stimulation. The results showed that electrodes 1 and 3 of the 0-7 electrode were ¿not usable,¿ and electrodes 8-11 of the 8-15 electrode were ¿not usable,¿ and electrodes 12-15 were listed as "avoid." The high impedance value ranged from 1,000 to 40,000. There were no electrodes with low values that could be avoided. Out of regulation was achieved at 1 ma when stimulation was attempted using electrodes that could be used with electrodes 0-7. The situation did not change even after switching the left and right leads on the wens side. A wens malfunction was suspected, and the wens was replaced with a new one, but the situation did not change. A defect or replacement of the lead was considered and the 0-7 electrode was removed, but blood was attached to the electrode. When the blood was wiped off and placed again in the epidural space, all of the 0-7 electrodes and 8-15 electrodes were no longer malfunctioning. The issue was resolved. Surgical intervention did not occur and was not planned. Additional information received from a manufacturer representative. It was reported that the product was collected from the customer. It was noted that the cause of the issue was the adhesion of blood to the lead.

Manufacturer narrative:
Continuation of d10: product ID 977a260. Serial# (B)(6) implanted: (B)(6) 2024: product type lead product ID 977a260. Serial# (B)(6) implanted: (B)(6) 2024: product type lead h6. Correction: (B)(6) doesn't apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2. Correction: please note, h6 codes b21, c21, and d16 no longer apply to this report. H3. The returned lead (serial # (B)(6)) was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Upon receipt, visual inspection noted fluid consistent with body fluids in the lead. Each conductor is individually insulated so there was no impact on the lead or lead performance. Electrical testing determined that continuity was complete and there were no electrical shorts between the circuits. The returned lead (serial # (B)(6)) was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Upon receipt, visual inspection noted fluid consistent with body fluids in the lead. Each conductor is individually insulated so there was no impact on the lead or lead performance. Electrical testing determined that continuity was complete and there were no electrical shorts between the circuits. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.